Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging an issue related to a remstar pro c-flex+ device's sound abatement foam. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There were seventeen error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box g: date received by mfg has been updated. In box h: device device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
Corrected data: short description: from rti changed to allegation of patient harm.